Event description:
It was reported that on 23-june-2024, the device did not work on all speeds. The issue was observed during a routine equipment check. There was no patient involvement. This report involves one hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Service and repair evaluation: the customer reported that 05.000.008 all speeds do not work. The repair technician reported that cosmetics tested failed, cracked contact plate, device does not run in fast forward, forward and reverse condition ,and also had discolored wires and membrane, debris on barriers, rust on motor and nose cone. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 29-july-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part: 05.000.008. Synthes lot: 008168. Supplier lot: 008168. Release to warehouse date: may 11, 2022. Supplier: triangle manufacturing ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.